Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the knob at the proximal end has loosened. It's not possible to open the chuck and release the titanium elastic nail (ten) implant. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: visual inspection has shown that the instrument is in a bad condition. Also, investigation of the complained inserter shows, that the head proximal loosen from screw connection which is also glued from production side. The instrument shows heavy marks of use and damages on the head and shaft plus material break-out on the head proximal. Additionally the chuck is jammed. Further investigation on documentation for material and manufacturing showed that the inserter has been manufactured to our specification. A failure in material or manufacturing could not be detected. Afterwards, and without it, is unfortunately not possible to determine the exact cause for the complaint. We can only assume that an unforeseen high force effect through the head lead into the loose connection. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.